Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer performed multiple supply changes to resolve the occlusion alarms but the occlusions continued. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the most recent occlusion. Cts educated the customer in regards to possible causes of occlusion alarms. During a follow-up, it was confirmed the customer received additional occlusion alarms which were resolved after performed a complete supply change. The customer reported that the pump would continue to be used for insulin therapy.